Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a female luer lock adapter with control-a-flo leaked at the y-shaped dosing port (injection site) during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d9, d10, h3, h4, h6, and h11. B5: there were five (5) sets that leaked. The sets were used with either monoclonal or bispecific antibody. The leaks were observed after 3 to 4 hours of use. H11: five (5) actual devices, a photograph, and a video of a sample were received for evaluation. Visual inspection of the photograph identified the product labels; inspection of the video identified a leak from the y-site. Visual inspection on the actual samples identified a removable plastic foreign material inside the y-site component of one (1) sample. The remaining four (4) samples exhibited cracks in the female luer connector, along with stress whitening and surface irregularities along the luer body. Evidence of excessive tightening force during connection or disconnection was noted, as the luer body exhibited marks consistent with the use of a tool. Functional leak testing was performed on the all returned samples; four (4) samples with cracked luers exhibited leakage at the luer location and one (1) sample exhibited leakage at the y-site prior to removal of the plastic foreign material. The reported leak condition was verified. The cause of the condition was related to customer misuse during product handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.